Manufacturer narrative:
H6: investigation summary: this statement is to summarize findings on the recent complaint (B)(4) against chocolate agar (gc ii agar with isovitalex¿), catalog number 254089, lot number 1138857. Event description: it was reported that the plates were found to be contaminated after transport. Complaint history review: complaint history of the affected batch and catalog number was reviewed for the past 12 months. There were no similar complaints registered. Therefore a trend could not be identified. DHR review: the bhr was reviewed. No deviations from validated processes were registered. The affected batch met all required release specifications and no deviation was registered during qc release testing. Sterilization record review: the medium itself is heat sterilized. However, this product is filled under aseptic conditions. Since a 100 % control for sterility is not possible a representative sampling is done by the qc department. Lot no. 1138857 complied to our internal acceptance quality limit (aql) for sterility. Sample analysis: a picture sample was not provided for further evaluation. Retain samples were analyzed. No contamination was detected. Investigation conclusion: aseptic manufacturing processes are unable to guarantee sterility of the given product. Since a 100 % inspection is not possible for aseptic products, sterility testing carried out on the basis of a representative sample. Therefore, occasional contamination cannot be prevented. Nevertheless, to improve customer experience, an interdisciplinary team was founded to further reduce the occurrence of these subliminal contaminations. Effectiveness checks indicate a significant improvement to the situation caused by the triggered actions. Bd will continue to monitor incoming complaints for similar defect types. Evaluation results: based on the internal investigation and as no pictures were provided, the complaint was not confirmed. Neither a trend nor a definite root cause could not be identified. We would suggest that you set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual). H3 other text : see h10.

Event description:
It was reported that while using bd bbl¿ gc ii agar with isovitalex¿ enrichment contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "plates were contaminated. "

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ gc ii agar with isovitalex¿ enrichment catalog number 221240 which ha 510k number k945569. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ gc ii agar with isovitalex¿ enrichment contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "plates were contaminated.''